Manufacturer narrative:
Qn#(B)(4). No sample will be returned for evaluation. Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported the catheter was being placed into the patient's subclavian vein in the anesthesia/op department. When removing the guide wire it unraveled. As a result, another kit was used for the procedure. There was no delay in treatment and no patient death or complications reported.